Event description:
It was reported the device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the device did not fire properly. It was reported that the staples fall from the device (closed). It was stated that staples were lost in the abdominal cavity. There was no pt consequence.

Manufacturer narrative:
Visual inspections & results: nose shroud cracked/broken no, staples in nose no, staples in the track yes(8), trigger engaged with precock yes. Analysis conclusion: based upon the visual examination and functional test performed, the instrument was found to be functional and was cylced and fired, and properly formed the remaining 8 staples. No conclusion could be reached as to how the incident occurred.